Manufacturer narrative:
The manufacturer previously received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was evaluated at a manufacturer service center. The blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The rubber feet, recert label, warning label, front enclosure, and top plate were replaced. The device was returned to the technician for additional evaluation due to a failed repair test. Review of the test documentation showed failure of the o2 low flow test. Additional information was received on june 1, 2026, confirming the failed test step was found to have been caused by the gray foam being installed incorrectly. The gray foam was reseated, the device retested, and the device passed all final testing. This complaint has been reviewed, and it has been determined that based on information available at the time of this review, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies. There is no report of serious patient harm or injury associated with this notification, and there is no report of medical intervention. This issue would not increase risk to the intended user. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. The manufacturer has updated section h in this report. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was evaluated at a manufacturer service center. The blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The rubber feet, recert label, warning label, front enclosure, and top plate were replaced. The device was returned to the technician for additional evaluation due to a failed repair test. Review of the test documentation showed failure of the o2 low flow test. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.